Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Scratched cheek. Head of the electric toothbrush came off, metal rod broken. Consumer sent e-mail stating the head of the toothbrush came off due to the shortness of the pole. No serious injury was reported. Follow-up: consumer e-mail stated the refill was fine; the metal rod of the handle had broken and made the refill loose. No serious injury was reported.